Manufacturer narrative:
Device was used for treatment, not diagnosis. Medwatch report: patient information not available for reporting. (B)(4). Original implant date unknown. Initial reporting facility unknown. It was reported that a repair of a non-union of the right tibia and removal of a broken cortex screw occurred- no further information is known. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device catalogue number/brand name & additional product code: hwc. Device is not expected to be returned for manufacturer review/investigation. Device not available for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from department of human services; this report is against user facility report key (B)(4). Only additional and/or corrected information will be contained in this report. It was reported that a repair of a non-union of the right tibia and removal of a broken cortex screw occurred on (B)(6) 2016. No further information is known. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.